Manufacturer narrative:
H10: per good faith effort (gfe) response, the biomedical (biomed) technician confirmed multiple 1124 (cbit) "battery failed" alarms. Although the main battery was previously replaced, the cr2477 battery was bad. The biomed replaced the battery and verified that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1124 (cbit) "battery failed" error code occurred. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that while the authorized service provider (asp) engineer performed field correction order (fco) implementation on the device onsite, a 1124 "internal battery failure" error code was found. The customer replaced the internal battery per the service manual and wanted to confirm testing for replacing internal battery. The rse went over testing for replacing internal battery with the customer, and the customer informed the rse that fco work will be continued once tests are performed. The investigation is ongoing.